Event description:
Procedure: single incision, converted to open sigmoid colectomy. According to the reporter: upon firing the stapler and turning the black knob two full turns, the surgeon felt as though the stapler was hung upso continued to turn the black knob. When he removed the stapler, the anvil was left inside the patient. The surgeon used a flexible scope to eventually remove the anvil with graspers. The surgeon was able to grasp the anvil and remove from the patient. Current patient status: ok. The case was posted and started as single incision but was converted to open before he fired this stapler. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operation room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Was any reinforcement material used in conjunction with the stapling device? No.

Manufacturer narrative:
(B)(4).